Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The event history log was reviewed and revealed a cassette unlatched/removed alarm, cassette latch closed alarm, latch closed alarm and cassette not attached properly alarm. The pump was visually inspected and was functional / pressure tested. The customer's complaint was able to be verified. Based on the evidence, the pump's downstream occlusion sensor was the cause. However, the root cause cannot be confirmed.

Event description:
Information was received indicating that a cassette not attached alarm occurred to a smiths medical cadd®-solis ambulatory infusion pump. No adverse effects were reported.